Manufacturer narrative:
Eval summary: the root cause of the delivery failure involves fretting corrosion of conducting traces in an internal ribbon cable. The fretting corrosion can cause intermittent high resistance connection to the cable's connector, causing fluctuating monitored (no) readings. The internal ribbon cable was replaced and it was confirmed the monitored fluctuating monitored no readings stopped and were corrected. It is important to note that the monitored no level would be fluctuating in this case and not the actual no delivered.

Event description:
On (B)(6) 2010, a respiratory therapist reported inomax ds service (B)(4) was giving fluctuating nitric oxide (no) readings while on a pt. Nitric oxide dose was set at 5 parts per million (ppm) and reading -6, 15, and 30 ppm. The sample line was then disconnected to measure room air and the nitric oxide values read 8.7, -5, and 16 ppm. The respiratory therapist states there was no harm to pt and no adverse event occurred. The device was replaced with another unit. The device was removed from service by the customer and returned to the company for investigation.